Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. A supply change was performed to resolve the issues. Customer's blood glucose level was 200 mg/dl.